Event description:
Balloon on pulmonary artery catheter would not deflate after inflation inside pt. After multiple attempts, balloon did deflate and catheter was removed from pt. No injury to pt. Thermodilution catheter.